Event description:
It was reported that the implantable cardiac monitor had not eroded however there was user concern that it may erode.

Event description:
It was reported that the patient presented with an implantable cardiac monitor (icm) that was coming through the skin at the site of incision during a follow-up in clinic. A new incision was made and the icm was reinstalled after it was cleaned and soaked. The patient was stable.